Event description:
Per the clinic, the patient experienced pain around the magnet site, developed an infection and performance decrement. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.